Event description:
The report received from the study, indicated that during the index procedure for carotid stent placement, the pt experienced an ischemic stroke characterized by aphasia and right-sided hemiparesis. The event occurred during post-dilatation of the precise 9 x 40 mm stent with an unk balloon catheter. An angioguard 6 mm embolic protection device was used. The onset of the event was step-like. There was no documented visual field loss. The duration of the event was unk. The recovery was partial with major residual. The event was reported to be unrelated to anticoagulation or any cordis product. The event was related to the procedure. An act of 246 sec was recorded. The pt dhad a neurological deficit upon leaving the angiography suite.

Manufacturer narrative:
The target lesion was the proximal left internal carotid artery. The lesion was reported to be: 5.0 mm length, a 95% stenosis, 6 mm vessel diameter, concentric, moderately calcified, mild tortuosity, and thrombus present. An angioguard 6 mm embolic protection device was used. The lesion was not pre-dilated. A precise 9 x 40 mm stent was implanted. Debris was noted in the angioguard basket after removal from the pt. The residual stenosis was 0%. The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt. Note: lake region lot number 06403409 is cordis lot number 71108521. Per lake region report: cordis corporation reported no product is expected to be returned to lake region medical for eval, however, a copy of the investigation request including lot traceability was provided. Without the return of the actual device in question for eval, lake region medical is unable to determine the exact cause for this incident. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 06403409. This packaging lot contained 110 units, which were shipped on december 18, 2008. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. This is one of two products used during the same procedure. Please reference MFR. Report #9616099-2009-01019.